Event description:
It was reported that the patient experienced diaphragmatic stimulation shortly after system implant. The right ventricular (rv) lead was repositioned and that resolved the diaphragmatic stimulation. The rv lead remained in use for one week before explant for infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).